Manufacturer narrative:
Reporting institution phone #: (B)(6). Reporter phone #: (B)(6). A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that alarm issues with their patient information center were occurring. The device was not in use on a patient at the time of event, there was no adverse event reported.

Manufacturer narrative:
A philips remote service engineer (rse) talked to the customer to troubleshoot the issue. When the rse got in contact with the customer, the customer stated that the issue had already been resolved. No further information regarding the root cause or resolution of the issue were received. The device remains on site and in use. H3 other text : see h10.